Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 01/29/2016. Date of follow-up report: 02/18/2016. Evaluation of the incident antenna confirmed the reported failure. Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a surgical liver ablation procedure, the pump was activated but the water flow was disturbed. When the generator was activated there was a temperature alert and the antenna wouldn't work. Another antenna was used.